Manufacturer narrative:
DHR review was completed. Manufacturing location: (B)(4). Manufacturing date: 11 may 2015. No ncr's were generated during production that would contribute to the complaint condition. The review of the device history record shows that there were no issues during the manufacture of the product that would contribute to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient information is not available for reporting. Device is an instrument and is not implanted/explanted. Complainant device is not expected to be returned for manufacturer. Review/investigation. (B)(6). A review of the device history records is currently pending completion. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that the impactor broke during the surgery on (B)(6) 2017. No patient harm and no prolongation of the surgery was reported. Surgeon used another impactor from the new dhs set to complete the procedure.surgery was successfully completed. No fragments were generated. This report is for one (1) tip for dhs/dcs impactor. This is report 1 of 1 for complaint (B)(4).